Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer also reported that they received no delivery alarm during fill tubing process. The customer's blood glucose was 456 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the no delivery alarm was resolved by a complete set change. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies were noted. The motor was tested outside of the device and it passed. No cosmetic damage was noted during physical inspection.